Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the right ventricular lead was noted with lead noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil was found at 7.0 ¿ 7.3 cm from the connector pin consistent with friction to device can. The cause of the noise was due to the external insulation abrasion.